Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. The paramedics were called due to the customer's bg level continuing to drop resulting in the customer becoming unconscious. The paramedics addressed the customer's low bg by treating with intravenous fluids. Recommendation was made to consult with a healthcare provider regarding diabetes management.